Event description:
It was reported that the patient was experiencing pain in her lower back and right leg. Patient was diagnosed with bone spurring. In 2006, patient underwent a lumbar spinal fusion at an unknown level using rhbmp-2/acs. Following the surgery, patient suffered from severe leg and back pain. On (B)(6) 2011, patient underwent a surgical procedure to remove scar tissue and bone spurs from l4-l5 and using rhbmp-2/acs or puregen. After the second surgery, patient continued to suffer from severe pain in her back and legs. On (B)(6) 2011, patient underwent a surgical procedure to repair a dural tear inflicted during her second surgery and also using rhbmp-2/acs or puregen. Following the surgery, patient continues to suffer from severe pain in her back and legs, as well as numbness.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.